Event description:
As reported by the sapphire registry, the patient experienced sudden reflex change, and was diagnosed with an ischemic stroke approximately one hour post index procedure. At some point the patient experienced severe hypotension. The hypotension was noted as a possible cause of the reported stroke. Approximately five hours post procedure; the patient also experienced (l) arm weakness and slow (l) leg response. The residuals were reported similar to his previous cerebrovascular accident (cva) (l) leg and arm weakness 4 weeks prior to the index procedure. The event was reported to be related to anticoagulation. After being transferred to the interventional unit (ivu), the patient partially recovered with minor residual and did not require surgery. A CT scan of the patient¿s head was negative for cva or bleed. That same day a carotid ultrasound showed that the implanted stent was widely patent. The patient's symptoms did not fully resolve while in the ivu, therefore the patient was transferred to a rehabilitation facility. The patient's case manager indicated that the patient left the rehab facility able to walk independently with his cane up to 500 feet and up to four steps. The patient's has also recovered from left arm weakness. At the time of the index procedure, angiography revealed 95% stenosis of the right ostium of internal carotid artery. An angioguard rx was deployed beyond the lesion, after being pre-dilated. A 9.0 x 30mm precise rx stent was implanted at the target lesion with 0 % residual stenosis. The patient's nih stroke scale was initially unchanged after the procedure. There was no presence of air bubbles noted at any time during the procedure. The patient left the angiography suite without neurological deficit and was discharged three days later after a CT scan showed no evidence of acute cva. The patient was ambulating with a cane similar to his baseline after his initial stroke.

Manufacturer narrative:
During the procedure a 5 fr standard sheath was used. The cc has been updated to reflect receipt of adjudication minutes received on (B)(6), 2010. The adjudication minutes agree with the previously diagnosed ischemic stroke. New information shows that the patient's reported neurologic symptoms returned to baseline approximately 2 days after presentation with no deficits or treatments. However, new information notes that at some point the patient experienced severe hypotension. The hypotension was noted as a possible cause of the reported stroke. Although no information was provided as to treatment modalities it is assumed that hypotension severe enough to cause a stroke would have been treated medically as reported by the (B)(6), the patient experienced sudden reflex change, and was diagnosed with an ischemic stroke approximately one hour post index procedure. Approximately five hours post procedure; the patient also experienced left arm weakness and slow left leg response. The residuals were reported similar to his previous cerebrovascular accident (cva) left leg and arm weakness four weeks prior to the index procedure. The event was reported to be related to anticoagulation. After being transferred to the interventional unit (ivu), the patient partially recovered with minor residual and did not require surgery. A CT scan of the patient's head was negative for cva or bleed. That same day a carotid ultrasound showed that the implanted stent was widely patent. The patient's case manager indicated that the patient left the rehab facility able to walk independently with his cane up to 500 feet and up to four steps. The patient's has also recovered from left arm weakness. A precise rx stent was implanted in the patient's right ostium of internal carotid artery with 0 % residual stenosis. The patient's pre-procedure stroke scale score was 0 and was symptomatic. The patient¿s nih stroke scale was initially unchanged after the procedure. There was no presence of air bubbles noted at any time during the procedure. The patient left the angiography suite without neurological deficit and was discharged three days later after a CT scan showed no evidence of acute cva. The patient's symptoms did not fully resolve while in the ivu, therefore the patient was transferred to a rehabilitation facility. The patient is currently ambulating with a cane similar to his baseline after his initial stroke. The product remains implanted in the patient and thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Hypotension and the resultant stroke are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Stroke is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.